Event description:
It was reported that an ilet user experienced hyperglycemia with continuous glucose monitor (cgm) readings over 400 mg/dl after missing a meal announcement, and pump dosing had stopped until a full supply change was completed and insulin delivery resumed. The user later received an insulin occlusion alert, and discussion regarding the ilet and potential further training was requested. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and family. Investigation of this case revealed no device problem, identified a usage problem related to a missed meal announcement and subsequent interruption in dosing, and implicated the user interface as part of the context for the event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.